Event description:
Information received from the field notes that during the implant procedure, the monitor had shown that the patient's rate had dropped. Measured data observed >2500 ohms bipolar lead impedance on both channels. The pacer markers showed that the device was pacing at 60 ppm, but the patient's rate was in the low 50's. The leads tested with good sensing and pacing thresholds. The physician implanted another pulse generator with no further problems.